Event description:
The customer returned the device stating, ¿the device shows the error message: cassette not properly connected, reattach cassette¿; during device evaluation it was found the downstream occlusion sensor was not working. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device shows the error message: cassette not properly connected, reattach cassette" was confirmed. The probable cause was the downstream occlusion sensor was not working and was therefore replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.